Event description:
Customer states he took an unk amount of humulin r based on a blood glucose result of 172 mg/dl taken at 19:00. He states he immediately had "shock" due to low blood; his wife called emergency medical technicians (emts) who arrived in 15 minutes and tested the customer with their meter. The customer's result on emt's meter was 40 mg/dl and he was treated with an IV of unk content. He did not test again on this meter, and he does not think he was tested again with emt's meter. Prior to the result of 172 mg/dl, the customer received the following results on the advantage system: 72 mg/dl (18:46) , 42 mg/dl (18:13), and 86 mg/dl (18:03). No symptoms reported with these results. The customer did not provide the location where the discrepant results were obtained. The customer did not indicate how long he noticed the meter giving discrepant results. No quality controls used. Requested return of suspect device and replacement was sent.